Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately tortuous, severely calcified, 99% stenosed lesion. Upon completion of the procedure when the rotapro burr and rotawire were removed from the patient, it was noticed that the burr and the guidewire had become stuck together. The devices were completely removed from the patient together. The procedure was already successfully completed using these devices, and no patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by MFR: the rotapro device from the related complaint for a rotawire were returned. Inspection of the device found no damages or defects, as part of overall visual revision. Microscopic and visual inspection of the wire found no damages or defects. The rotawire was able to be removed and reinserted into the rotapro device with no resistance or issues. A dimensional inspection was performed and the device met specification.

Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately tortuous, severely calcified, 99% stenosed lesion. Upon completion of the procedure when the rotapro burr and rotawire were removed from the patient, it was noticed that the burr and the guidewire had become stuck together. The devices were completely removed from the patient together. The procedure was already successfully completed using these devices, and no patient complications resulted due to this event.